Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01419, 1043534-2013-00434, 00433.this event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.(B)(4).

Event description:
Allegedly left hip was revised due to mom complications. Orig. Surg. (B)(6) 2009.